Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However omsc confirmed and considered as follows; -it was confirmed the report of olympus europe se & co. Kg (oekg) that the rubber was torn and fell off. -it was confirmed the report of olympus europe se & co. Kg (oekg) that the above felling off occurred during the reprocess, and there was no report that the bending rubber had fallen off in the patient's body and there was no patient injury associated with this event. -in addition to the reported phenomenon, deformation of the instrumental channel port of the control section and scratches on the connecting tube of the insertion part were confirmed on the report of olympus europe se & co. Kg (oekg). -omsc could not determine whether the damage was due to stress or handling. -manufacturing record shows no abnormalities on shipment. From the above, it was possible that the torn bending rubber was caused by the same cause as other breakages, but it was not possible to determine whether the torn bending rubber was due to stress, handling, or other factors. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that the rubber fell off from the distal end of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was a defect of the distal end of the subject device which might had been occurred during the reprocessing. During the incoming inspection for the repair at the service department of olympus europe se & co. Kg (oekg), it was found that the rubber fell off from the distal end of the subject device. The date of event is unknown. There was no patient injury associated with this report.